Manufacturer narrative:
Additional information: section e1 - initial reporter last name: (B)(6). Section e1 - email address: (B)(6). Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the photographs provided by the customer. The pictures displayed a lens implanted into the eye, claiming to be a tecnis eyhance iol. An edge surface irregularity can be observed on the edge of the lens. The root cause of the reported event or its potential clinical impact could not be determined from a picture assessment. The complaint issue of "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted with a non-smooth, round edge, and some dots were noticed at the edge. The iol remains in the eye. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.